Event description:
An adverse reaction occurred after initiation of the dialysis treatment. Pt complianed of severe back pain. Pt was given benadryl 25mg and solu-medrol 125mg by IV for symptoms. The treatment was completed with no further problems reported. No serious injury or blood loss reported as a result of this incident. This event involved one pt.